Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient¿s annular perimeter measured 76.1 mm. The patient had a heavily calcified femoral access. A non-abbott vascular balloon was required to allow access for a medtronic 14f sentrant sheath and delivery system. During the procedure, heparin was administered (exact amount not reported), and the activated clotting time (act) was 218. There were no difficulty inserting/advancing the ds, no multiple wire or delivery sheath exchanges, no difficulty implanting the device, and no multiple manipulations reported. The valve was not re-sheathed more than two times. The valve was implanted successfully without issue. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. Post-implant, a femoral angiogram showed a small dissection in the right femoral artery. This was repaired with a non-abbott covered stent. The user did not believe the abbott device caused the right femoral dissection and attributed it to the medtronic 14f sentrant sheath. The patient was reported as stable and discharged.

Manufacturer narrative:
. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.